Event description:
While removing a 3m ioban drape from the patient's skin post procedure, a 1x.5 cm area of skin abraded.this drape is part of a sterile peds neuro pack put together by cardinal health. The information on the pack is as follows: catalog #sne23pn141; order #106622; mfg date: 10/20/10; exp. Date: 8/1/12. The ioban drape is processed and sterilized by 3m where it is placed in a foil wrapper. It is then placed in the unsterile pack by cardinal and put through eo sterilization.